Event description:
Customer reported that he was hospitalized duet to high blood glucose and ketones. Customer was wearing the insulin pump when admitted and wore it while in the hospital. Blood glucose value was between 300 and 400 mg/dl. He stated he was sick and when he is sick his blood glucose tend to run high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.